Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, the event occurred during a laparoscopic coelioscopy procedure. There was no adverse event. The patient was healthy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the balloon was disengaging from the cannula. The trocar, valve seal and doors appeared intact. The inflation syringe was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer¿s quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The received unit condition could happen when excessive force is applied to the frontal area of the balloon already inflated. This pressure makes the inner flange to detach from the inner sleeve. The degree of damage can go from separating to flange making the unit leak to fully separate the flange, making the balloon to fully deflate immediately. Replication of the disengaged balloon from the cannula may occur when mishandled during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic coelioscopy procedure, at the time of inflating the balloon, it burst in the stomach. The balloon physically broke and disengaged from the trocar/sleeve. There was no adverse event. The patient was healthy.

Event description:
According to the reporter, during a laparoscopic procedure, at the time of inflating the balloon, it burst in the stomach. The balloon physically broke and disengaged from the trocar/sleeve.